Event description:
Reporting status: death. Reporting rationale: occlusion; pt subsequently died. Device issue: no device malfunction has been reported. It was reported that pt had a severely diseased left main to lad. The pt was not a candidate for surgery, and catheterization was a last effort. A perforation occurred in the lad during inflation of a non-abbott balloon. The graftmaster was placed, successfully sealing the perforation, but in doing so, the circumflex was intentionally jailed. The circumflex became occluded and the pt subsequently died. No additional event or pt info is available.